Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. Exterior physical visual inspection: fail -sensor wire is detached. Applicator is partially deployed and needle is exposed. The problem is confirmed because the sensor wire was detached from the sensor pod and seal carrier. The sensor pod was removed before the applicator deployment was finished. The reported event of detached/missing sensor wire was confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4).